Manufacturer narrative:
Patient identifier: (B)(6). The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation reference MFR. Reports: 1221359-2022-03701 through 1221359-2022-04077.

Event description:
The customer reported three hundred seventy-seven (377) false negative results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022 performed on multiple patients. This MFR. Report addresses patient 281 of 377. The customer reported a false negative result with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022. Pcr confirmation testing was performed within 48 hours (platform: perkin-elmer) using a sample obtained at the same site on the same day and generated positive results. Per the customer, the confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer no additional information will be provided on the false negative results or individuals tested. The lot numbers used were not provided. Per the customer, routine testing was being performed in k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).